Event description:
It was reported that the ilet pump was accidentally crushed when the user fell at camp, resulting in a damaged housing and screen consistent with physical impact to the device; a replacement ilet was arranged and the original unit was returned. Symptoms included no reported adverse clinical effects, and blood glucose was reported as unaffected during the event per the caregiver and camp staff. Outcomes included continued diabetes management using cgm and successful reconnection to the replacement ilet without reported interruption of therapy. Investigation included review of the event details, logistics tracking of the returned unit, and standard replacement and return procedures. Investigation of this device revealed damage due to external mechanical stress consistent with accidental impact, with no evidence of device malfunction prior to the trauma. It was concluded, based on previously established findings for similar reports, that the cause was user environment¿related physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.